Event description:
It was reported that the pump was causing discomfort at site and was protruding. Pt had bumped on the car door last month which then caused redness around the pump diameter and white blister-like sores on top of the reddened area. A replacement was done and smaller pump was implanted. During surgery the doctor could not aspirate the catheter and had a difficult time removing the catheter. Once pulled back the catheter could be aspirated for csf (cerebrospinal fluid). On inspecting the catheter tip had clogged holes indicating occlusion. Pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.